Manufacturer narrative:
As the stent remains implanted in the patient and the index procedure was approximately five months prior to the adverse event, the device was not requested for return. The review of the device history record could not be performed at this time as the lot number has not been provided. The investigator believes the svg occlusion/restenosis is related to the device and not related to index procedure and the cva is not related to the device and possibly related to the procedure. It is difficult to make further assessment of the potential cause of the event as the request for documentation from the hospital site was unsuccessful. There is no device malfunction or device deficiency reported. Restenosis is labeled in the cobra pzf instructions for use as a potential adverse effect. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. Aware date note: aware date note: celonova biosciences was initially made aware of this event on (B)(6) 2017; as this event had occurred prior to u.s. Product approval, it was not reported at that time. Per celonova biosciences management review of complaints, it was determined by management ((B)(6) 2018) that the event should be conservatively reported. The other cobra pzf stents are being filed under separate MFR report numbers.

Event description:
Per the medical affairs' assessment: (B)(6) year-old male with a history of arterial hypertension presented to the hospital with stable angina. The patient was enrolled in the (B)(6) registry and was implanted with 3.5x12 mm, 3.5x15 mm and 4x15 mm cobra pzf stents ((B)(6) 2016) in a saphenous vein graft (svg). Approximately five months after the index procedure ((B)(6) 2017), the patient was hospitalized for angina on efforts for the past month. Coronary angiography showed occlusion of the bypass svg right after its origin. No angioplasty was performed. Following the coronary angiography, the patient had a monoplegia without sensory disorder or deficit of the lower limb. Magnetic resonance imaging (MRI) showed multiple cvas (cerebrovascular accidents). The patient was transferred to nursing home after five days of hospitalization. The investigator believes the restenosis/ svg occlusion is related to the device and not related to index procedure and the cva is not related to the device and possibly related to the procedure. It is difficult to make further assessment of the potential cause of the event as the request for documentation from the hospital site was unsuccessful.